Manufacturer narrative:
(B)(4). The device was not returned for evaluation. The service history and device history were reviewed and no abnormalities were identified.

Manufacturer narrative:
(B)(4). Upon completion of the investigation, or if additional relevant information is received, a supplemental report will be submitted.

Event description:
This is a report of a peritoneal dialysis patient that experienced discomfort, scrotal swelling and hernia coincident with homechoice therapy. Additional information was requested, but is not available.